Event description:
A 5mm diameter 20cm length balloon catheter was passed across the lesion during left common iliac artery balloon angioplasty with placement of another co's 6mm stent, position confirmed, but balloon ruptured. A second balloon catheter was passed successfully. Later in the day films showed apparent embolus at the level of the knee joint. Further surgery revealed this to be a portion of the balloon catheter measuring 2 to 2.5cm.